Event description:
This lead was explanted due to high shock impedance. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 18 cm distal to the is-1 connector pin. Two fragments were returned for analysis. It is reasonable to assume that the dissection of the lead originated from the explantation procedure. The inspection of the returned fragments revealed a rubbed through insulation at approx. 38 cm proximal to the lead tip. The coating of the conductor cable to the rv shock coil was found damaged in that section. The conductor cable to the rv shock coil was found fractured in this area. This conductor fracture can be considered as the root cause for the observed high shock impedance mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Furthermore deformations of the svc shock coil were found which occurred most likely due to tensile forces applied during the explantation procedure. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.